Event description:
Suture needles with cutting edges are very dull and puncture skin. Skin integrity is compromised as the cutting needle is not cutting. When the surgeon is suturing skin, the 5-0 prolene on a p-3 13 mm reverse cutting needle is not passing through the skin smoothly. Instead it is puncturing through the skin as if the needle is dull. The "poking" process increases the risk of damaging the skin and nearby tissue.